Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on 09/09/2013 with the following findings: visual inspection of the pump showed some cosmetic defects with no visible damage to the keypad. Investigation revealed that the ¿down¿ button was responding intermittently while the ¿up¿ and ¿ok¿ buttons were responding properly. Upon removal of the rubber keypad, contamination was found under all the button contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an unresponsive button issue. The "down" arrow button is intermittently unresponsive and must be pressed multiple times to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.